Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional additionally reported "capsular contracture baker grade unknown." Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture confirmed with an MRI." Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Crease fold observed.

Manufacturer narrative:
Health code: f1905. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.